Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (377-600 mg/dl). Corrective boluses and water were used to address the bg level. The contact did not know the cause of the high bg and thought that it may be related to a sinus infection. The contact changed the pump supplies and observed insulin exiting the infusion set tubing. The contact declined tandem technical support's offer to troubleshoot.